Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified opening sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a right side deflation and "hole on valve side". Device has been explanted.